Manufacturer narrative:
Lot unknown (1): device not returned.

Event description:
This record is a consolidation of q3 2022 records summarized as a part of the FDA voluntary malfunction summary reporting program. This report captures one instance of intraoperative yukon polyaxial screw fracture. The associated procedure was completed successfully with no surgical delay and no adverse consequence to the patient.

Event description:
This record is a consolidation of q3 2022 records summarized as a part of the FDA voluntary malfunction summary reporting program. This report captures one instance of intraoperative yukon polyaxial screw fracture. The associated procedure was completed successfully with no surgical delay and no adverse consequence to the patient.

Manufacturer narrative:
Lot pfnp (1): manufacture date 16 december 2021, device returned 30 october 2022.